Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a stone cone retrieval coil was used in a lithotripsy procedure, actual date is not known (age and gender is unknown). The complainant indicated that during the procedure the cone was opened in an attempt to remove the stone, but it was unable to remove the device. The physician tried to close the cone and then it was found that the green blue coating was peeled. The stone cone retrieval coil was removed and the peeled coating was removed with forceps. According to the complainant, there was no complications for the patient. The procedure was completed successfully.